Event description:
It was reported to medtronic minimed that the customer experienced hypoglycemia treated with glucagon. The customer reported a blood glucose value of 47 mg/dl. Troubleshooting was performed. The event involved product(s) mmt-399a, mmt-1884, mmt-7040a, mmt-332a. The customer was using the auto mode/smartguard feature at the time of the event. The customer reported low blood glucose. The customer has been using the insulin pump system within 48 hours of the reported low blood glucose event. The customer does not believe the pump is over-delivering. The customer was reporting a discrepancy between sensor glucose and blood glucose which was not within range. The explained sensor may have no longer been responding to glucose changes. No further patient complications were reported. It was unknown whether the customer would continue using the device. No product return was required for mmt-399a. No product return was required for mmt-1884. No product return was required for mmt-7040a. No product return was required for mmt-332a.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information has been received which was not included in the initial report. The information has been provided in section b5 with this report. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Update summary : leading up to the incident, there was a sensor glucose value (134 mg/dl) versus blood glucose value (47 mg/dl) difference which was not within range. Insulin delivery was not suspended due to the difference. The customer denied taking any medications containing acetaminophen or paracetamol which could falsely raise sensor glucose readings. Reportedly, readings from the pump were different from those coming from the meter. Last set change prior to the incident was completed on the event date. The customer stated that the pump's programming was accurate and that the reservoir was showing the same amount of insulin as shown on the status screen. The customer confirmed that the sensor was securely taped to the skin. Sensor had been worn for less than 4 days. Pump is not returning for analysis.